Event description:
The customer reported that an intraocular lens (iol) explanted from the patient's right eye as patient complained of blurred vision at distance and near, glare, starburst. The explanted iol replaced with a johnson and johnson lens of different model and diopter size (diu150, +20.5 d). No other surgical or medical interventions reported. There was no adverse events or injury post-explant, and the patient outcome was good. No other information was provided.

Manufacturer narrative:
The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.